Event description:
It was reported that the radio frequency programmer head "failed." The programmer head was returned for service. It was indicated that there was no patient involvement.

Event description:
It was reported that the radio frequency programmer head "failed." The programmer head was returned for service. It was indicated that there was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer head "failed", the head cable was stressed at the point where it entered the body of the head, and the cable was twisted. The head's cable was replaced. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.